Manufacturer narrative:
Device and result code corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/16/2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective back up battery to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported battery failure. Unit won't turn on by battery. There was no patient involvement.